Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had surgery on her back that was unrelated to the device or therapy. The patient reported that their immune system had shut down and she wanted to make sure her device was working. It was noted that the patient was on .7 volts on program 1 and the stimulation was shut off. The patient reported that she did not shut stimulation off for the surgery. The patient was instructed how to turn stimulation back on. Additional information was received from the patient and it was reported the patient was still recovering from the previously mentioned unrelated back surgery. The patient reported having a lot of infections, but didn¿t think it had anything to do with the device or therapy. The patient also reported that she was sleeping 24-7 and it wasn¿t from surgery or medication, but nurses said everything was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.